Event description:
"During tracheal shave patient received burn from the guarded needle tip bovie from the surgical pack. Burn occurred from the shaft portion of tip." Burn was excised with a blade during procedure.